Manufacturer narrative:
(B)(4). The pump passed the displacement test, sleep current test, active current test and self test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph due to moisture damage on the electronic assembly. P-cap/reservoir locked properly in place. Pump received with cracked battery tube threads..

Event description:
Information received by medtronic indicated that there was crack along the battery compartment. The customer also stated that the reservoir lip ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.